Event description:
On (B)(6) 2011, patient reported the infusion set leaked insulin near the cannula housing. Blood glucose elevated to the 300 mg/dl range, and target blood glucose is 150-180 mg/dl. This was an ongoing concern over the previous 2-3 weeks. The infusion tubing was used per specification, and the tubing was not exposed to excessive mechanical stress, bent, or squeezed. The luer lock was tightened properly. Patient noticed the leak of insulin when her blood glucose elevated and when there was a wet spot on her shirt from where the cannula was exposed. Infusion sets are inserted manually, and she rotates infusion sites as recommended. Infusion sets were replaced and requested for evaluation. Patient was also sent an insertion device. Follow-up was completed on (B)(6) 2011. Patient's blood glucose returned to normal after the infusion set was inserted correctly, and it remained within her normal range over the previous few days. The patient did not require treatment from a health care professional or second party to address the issue.